Event description:
The customer stated that he tested his blood glucose using the contour meter and received a reading of 211 mg/dl. He also tested using a one touch meter and received a reading of 87 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.